Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior prolapse repair procedure performed on (B)(6)2016. According to the complainant, during the procedure, while pulling the mesh leg through the sacrospinous ligament, the needle detached from the suture and was lost inside the patient. The procedure was completed with another uphold lite with capio slim . There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned uphold¿ lite revealed that the blue with white stripe dilator has a cut approximately 2.0 cm from the proximal end of the suture. The suture on the blue dilator is broken and frayed. The dart was returned and has a small amount of suture attached to it. Analysis revealed no damage to either capio slim suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior prolapse repair procedure performed on (B)(6)2016. According to the complainant, during the procedure, while pulling the mesh leg through the sacrospinous ligament, the needle detached from the suture and was lost inside the patient. The procedure was completed with another uphold lite with capio slim . There were no patient complications reported as a result of this event.